Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Field service engineering (fse) was dispatched on (B)(6) 2015 to address the reported event. During servicing, fse adjusted the temperature for the wash and substrate to the appropriate temperature. They also adjusted the specimen z axis to the proper cup and tube depth at the dispense lane. Fse verified precision and controls were acceptable. The system was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a sample alignment.

Event description:
On (B)(6) 2015, the customer reported progesterone ii (pr2) quality controls (qc) have been reporting out low with their aia-900 analyzer. Customer reported qc low while running biorad (br) 40870 controls. Calibration was done and mac controls were in range but still reporting on the low side of normal. The customer tried changing the substrate, wash and dilutants but the pr2 qc results still reported out low. All other qc for other assays were in range. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting progesterone ii results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.